Event description:
The complainant reported an under-delivery, 250 ml was to be delivered in one hour; however, it took 2.5 to 3 hours to complete.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4). The testing and investigation results did not confirm the complaint of under-delivery. The pump delivered at +6.0% accuracy, which is within specification.